Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while on the anastomosis of the gastro-jejunal area, the device was unable to fire. The green button was unable to be pressed and the handle could not be squeezed. A new device handle was used in order to complete the case. No patient injury.